Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction of "constantly alarming manual tube release open on channel b". This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter australia personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "constantly alarming manual tube release open on channel b" was confirmed during product evaluation. The root cause was assigned to the pump head module manual tube release mechanism. The pump head module on channel b was replaced in order to correct this condition. This involved a colleague version 1.7 infusion pump with a user interface module software version of 8:11:00.